Event description:
The patient reported frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported event that the device "power connector cord is frayed" was resolved on (B)(6) 2024. A review of the merlin logs confirmed that readings were sent successfully in subsequent days after the event date of 19jan2024, indicating that the device is operable but not yet replaced. This is consistent with an intermittent power connection. If the issue persists, a new complaint will be generated and the event will be investigated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.